Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
A 7f celt acd was used to close the puncture site for an angiogram procedure. It was inserted through the existing sheath and the successful steps were followed. Upon ejection of the implant from the delivery system, it was noted that blood was leaking from the puncture site and manual pressure was applied. A confirmation x-ray showed that the implant had been embolized inter-arterially and was located near the popliteal artery. A further angiogram was taken which confirmed the flow was unobstructed around the celt implant which was left in-situ.